Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was reproduced. Baxter's device evaluation found the device to under infuse greater than 5% at multiple flow rates and greater than 10% while performing flow calibration rate tests (10.89%). Evaluation found foreign particulate under the upstream finger pressure plate holders, causing the pressure plates to get stuck. The pressure plates and pressure plate holders were replaced. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). It was also reported there was no patient injury.